Manufacturer narrative:
Product analysis the device was received with the distal end of driveshaft and cutter outside housing, a visual inspection found damage to the cutter window, there was no issue found with the guidewire lumen and a 0.014¿ guidewire was successfully loaded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a turbohawk atherectomy device, issues were encountered in the left superficial fe moral artery at a distal location. The target lesion was calcified with severe calcification and minimal tortuosity, exhibiting 100% stenosis over a length of 100mm, and the artery diameter was 5mm. Severe resistance was encountered when advancing the device, and the tip was damaged with the guidewire lumen torn/ripped. The tip did not detach. The vessel was pre-dilated and post-dilated using specified dilation devices. Despite the resistance, no excessive force was used, and the device was safely removed from the patient. The procedure was completed using a new medtronic device of the same model. When the device was returned for analysis, it was noted that the device was detached from the hinge pin.